Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty turbine assembly and was able to reproduce the reported issue and isolate it to a corrupt printed circuit board assembly. This failure is part of an internal investigation.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has a "motor fault" alarm in the events log. There was no patient involvement at the time of the event.